Event description:
Patient was being placed back into the bed by pt when it began pulsing up and down. The bed frame then went into position where the foot of the bed was all the way down to the floor, and the head of the bed upright; as if the patient was going into a standing position. The pt immediately unplugged the bed while the other pt ensured the patient's safety. The pt knew to immediately pull the manual lever from beneath the bed and insert it into the appropriate location at the top of the bed for manual crank back into position. Patient was unharmed.